Event description:
On (B)(6) 2012, the lay user/patient in canada contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feeling/ normal result(s). The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four to five times a day and manages his diabetes with unspecified doses of januvia, metformin, and "diamicron". The patient administers 16 units of lantus (at bedtime); he indicated he is not on a sliding scale, however, if his blood glucose "seems higher than usual" he will increase his insulin regimen. The patient's normal blood glucose range is between "7-8 mmol/l". When the patient's blood glucose result is below "4.5mmol/l" he develops symptoms of feeling hot and sleepy and also has an upset stomach. The patient indicated when his blood glucose is elevated he feels hot. The patient alleged the issue began a week prior to contacting lfs. The patient confirmed he obtained blood glucose readings between "11-14mmol/l" with the subject meter (dates/times unknown). In response to the alleged issue, the patient confirmed and clarified that on either (B)(6) 2012, he administered an increase dose of 20 units of lantus. The patient's blood glucose reading (with the subject meter) prior to his action it not known, it is not clear how the patient determines his dosage when his blood glucose is elevated, it not specified at what result will he begin to administer an increase dose of insulin, and it is not clear if the administered dosage is a typical amount for his blood glucose reading. According to the patient, "a few hours" after administering the increased dose of insulin, he developed symptoms of feeling hot, sleepy, uneasy stomach, and sweating. The patient denied testing his blood glucose with the subject meter after his symptoms began. Following the onset of his symptoms (date/time not specified), the patient reportedly drank juice and a glass of milk and consumed a couple slices of bread with peanut butter and jam as self treatment. He reportedly began to feel better 30 minutes later. The patient had denied testing his blood glucose with the subject meter after administering treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter and test strips were both tested and both passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.